Manufacturer narrative:
(B)(4). Carefusion is currently working with the distributor in (B)(4) to determine the most likely cause of the reported event. As of 08/04/2015 this determination has not been completed.

Event description:
The distributor in (B)(4) reported that the while in use on a patient the device alarmed "circuit occlusion". There was no patient harm reported.